Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and inadequate relief. The patient underwent implantable pulse generator (ipg) replacement procedure. The patient is doing well postoperatively. The explant device will not be returned.